Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01419, 3005168196-2018-01420.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the initial smart coils into the target vessel and used a handle to successfully detach the coils. The physician then advanced a new smart coil in the target vessel and used the handle in an attempt to detach it; however, the smart coil did not detach and instead was pulled out of the aneurysm when the handle was used. Subsequently, the physician withdrew the entire smart coil. It was reported that the same issue occurred with another smart coil and the same handle. The procedure was ended after removal of the second smart coil as the physician was satisfied with the result obtained with the initial smart coils. There was no report of an adverse effect to patient.